Event description:
It was reported that a malfunction occurred with the code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction happens again.